Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator-device shut off and the staff had to bag the patient for remainder of the flight. There is patient involvement. Medical intervention was required, the staff had to bag the patient for remainder of the flight neither delay in treatment nor harm to the patient, user or third party has been reported to hamilton. The investigation is ongoing.